Event description:
Philips received a complaint by the customer on the v60 indicating that touchscreen is not responding. The system was not in clinical use; there was no reported harm to patient/user. Investigation is ongoing.

Manufacturer narrative:
H10: this report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the touchscreen was only partially responding. It was reported that there was no patient involvement at the time the issue was discovered, given that the device was used patient setup. There was reported harm to the patient or user. The customer reported to the remote service engineer (rse) that during patient setup, part of the touchscreen was unresponsive, but the customer did not know if the issue was with the touchscreen or liquid crystal display (lcd). The customer requested part numbers for repair. The rse advised the customer to calibrate or replace the touchscreen prior to ordering the user interface (ui) display assembly since the 1st generation hydis lcd is obsolete. The rse then provided the customer with the part numbers for the ui assembly. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer as the customer is no longer an employee. This file is closed and can be reopened if new information becomes available. H11: updated contact information, contact office entity, and manufacturing site.